Manufacturer narrative:
The alarm trace showed multiple sample volume insufficient alarms or clot pip, cup/tip tray alarms. Based on the qc data, there is no indication of a reagent's or an instrument's performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant low results for 2 patients' serum samples tested for elecsys hcg stat assay on a cobas e411 immunoassay analyzer. Sample 1 (patient 1): initial result: <1 accompanied with data flag. Repeat result: 169.8 miu/ml. Sample 2 (patient 2): initial result: <5 accompanied with data flag. Repeat result: 659.1 miu/ml. The questionable results reported outside the laboratory. The physician questioned the results and the samples were repeated. The repeat results were deemed to be correct. The hcg stat reagent lot number was 62829300 with an expiration date of 31-oct-2023.

Manufacturer narrative:
No probe issue was noted when the event occurred. The field service engineer (fse) checked the instrument and found no issue. The fse verified the liquid level detection and the pressure sensor voltages. He also verified the straight mixer paddle and checked the integrity of pinch valve tubing. The rinse stations for reagent probe, mixer and the sipper probe were operating properly. The fse did a performance check and the instrument was performing within specifications. The fse did preventive maintenance. The customer ran qc and it was acceptable.